Event description:
On (B)(6) 2013 patient reported he had been using a competitor's infusion device but began to use his old infusion device today. Patient stated he noticed a three-tone beep sounding on the infusion device every 7-8 minutes, possibly every 15 minutes. Patient reported no error or alert displays on the infusion device when this issue occurs. Patient stated he changed the battery in the infusion device but the issue persists. Patient will switch to the backup infusion device. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications. Result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.